Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle). During the procedure, the hospital staff inadvertently knocked the handle off the patient's bed and onto the floor; therefore, the handle was not used for the remainder of the procedure. The procedure was completed using a new handle. There was no report of an adverse effect to the patient.